Event description:
The initial reporter stated they received questionable ise test results for an unspecified number of patient samples tested on the cobas 8000 ise module. An example was provided for one patient sample with discrepant results for ise indirect na for gen.2. The sample initially resulted in a na value of 130 mmol/l and this value was reported outside of the laboratory. The sample was repeated on a second analyzer, resulting in a value of 139 mmol/l and this value was deemed correct. The na electrode lot number was z91, with an expiration date of 23-may-2023.

Manufacturer narrative:
The field service engineer determined there was a worn sipper probe. The sipper probe, vacuum nozzle, and sample probe were replaced. The customer tested patient samples and the results matched when tested on the two ise systems. The investigation determined the service actions resolved the issue.